Event description:
In 2007, patient with previous history of bile duct cancer underwent aaa repair for aneurysm at the bifurcation of the right iliac artery. The procedure went as labeled with one main body, and three iliac leg grafts being placed after embolizing the right internal iliac artery with coils. Following the placement of all devices, the confirmatory fluoroscopy exhibited an endoleak of the ipsilateral iliac leg. At this time the type of endoleak could not be determined, but the physician suspected a possible type iii endoleak at the junction of the main body graft and the ipsilateral iliac leg graft. A palmaz stent was placed, but could not resolve the leak. An iliac leg graft was then placed at the junction between the main body and the iliac leg graft. This did resolve the endoleak and was confirmed by fluoroscopy.

Manufacturer narrative:
Evaluation: still under investigation.